Event description:
Facility physician reported pts receiving hemodialysis on 1550 device have experienced seizures due to low sodium levels. Physician also reported pts reported cramps during treatment as a result of too much fluid being removed. No further info was available for this report.

Event description:
Nurse educator reported pt's (pt) hemodialysis treatment was initiated on the baxter 1550 device at 06:45. At 09:07 and 09:46, pt reported cramping and healthcare professional obtained a blood sample and sent it to the laboratory for a sodium level. Pt was found to be hyponatremic. Treatment time was 3.5 hours, goal weight to be removed was .9kg, actual ultrafiltrate removed was 1.05kg, conductivity was 13.8. No further info was provided regarding this event.